Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by implant patient registry, approximately 2 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Additional information and medical records were received. Sections a2, b7 and h10 were updated. A corrected MDR is being submitted. Per the patients op report, the patient presented with severe aortic stenosis and underwent tavr with a 23mm s3u valve. There was excellent hemodynamics with no significant gradient and no pvl. The patient tolerated the procedure very well and was transported to the recovery area in stable fashion. No complications listed. Per the valve clinic coordinator, the valve was explanted due to severe paravalvular leak (pvl). In this case, approximately 2 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. Per additional information and review of medical records provided, the valve was explanted due to severe pvl. As the events occurred within a year of the commercial thv procedure, the s3u valve was implanted in the aortic position, there is no evidence of an ew thv device malfunction/labeling deficiency, or adverse event associated with a device malfunction, and the event is described in the labeling, the tvt registry is the source of information for this event. As such, this event is no longer considered to be a reportable event and a corrected report is being submitted.